Event description:
This spontaneous case was reported by an other and describes the occurrence of device allergy ("allergy to essure component") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required), pain ("she felt pain in her flesh"), depression ("intensified depression"), epistaxis ("nose bleeding when she woke up"), arthralgia ("atrocious joint pain"), fatigue ("strong fatigue when she woke up"), memory impairment ("memory disorders") and disturbance in attention ("significant concentration difficulties"). The patient was treated with surgery (essure removal, tubes were removed). Essure was removed in 2018. At the time of the report, the device allergy, pain, depression, epistaxis, arthralgia, fatigue, memory impairment and disturbance in attention had resolved. The reporter considered arthralgia, depression, device allergy, disturbance in attention, epistaxis, fatigue, memory impairment and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to essure component. Blood test - on an unknown date: no explanation found for the fatigue. Ear, nose and throat examination - on an unknown date: no explanation found for the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of device allergy ("allergy to essure component") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required), pain ("she felt pain in her flesh"), depression ("intensified depression"), epistaxis ("nose bleeding when she woke up"), arthralgia ("atrocious joint pain"), fatigue ("strong fatigue when she woke up"), memory impairment ("memory disorders") and disturbance in attention ("significant concentration difficulties"). The patient was treated with surgery (essure removal, tubes were removed). Essure was removed in 2018. At the time of the report, the device allergy, pain, depression, epistaxis, arthralgia, fatigue, memory impairment and disturbance in attention had resolved. The reporter considered arthralgia, depression, device allergy, disturbance in attention, epistaxis, fatigue, memory impairment and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to essure component. Blood test - on an unknown date: no explanation found for the fatigue. Ear, nose and throat examination - on an unknown date: no explanation found for the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of device allergy ("allergy to essure component") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included neomercazole (carbimazole), levothyrox (levothyroxine sodium), xanax (alprazolam) and luteran (chlormadinone acetate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2033 days after essure insertion, she experienced hand dermatitis ("slight to moderate chronic eczema of hands, allergy with nickel"). Essure was removed on (B)(6) 2018. An unknown time later she experienced device allergy (seriousness criteria medically important and intervention required), pain ("she felt pain in her flesh"), depression ("intensified depression"), epistaxis ("nose bleeding when she woke up"), arthralgia ("atrocious joint pain"), fatigue ("strong fatigue when she woke up"), a first episode of memory impairment ("memory disorders"), disturbance in attention ("significant concentration difficulties"), hyperthyroidism ("hyperthyroidism "), asthenia ("asthenia") and a second episode of memory impairment ("memory disorders"). The patient was treated with surgery (essure removal, tubes were removed). At the time of the report, the device allergy, pain, depression, epistaxis, arthralgia, fatigue and disturbance in attention had resolved and the asthenia had not resolved. The outcomes for hand dermatitis and hyperthyroidism were unknown. The reporter considered arthralgia, asthenia, depression, device allergy, disturbance in attention, epistaxis, fatigue, hand dermatitis, hyperthyroidism, the first episode of memory impairment, the second episode of memory impairment and pain to be related to essure administration. The reporter commented: with 2 visible coils on the right side and 3 visible coils on the left side. He link between the patient¿s symptoms and essure or a pathology was not established by any physician discrepancy noted in essure insertion date (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): allergy to essure component [blood test] (date unknown): no explanation found for the fatigue [ear, nose and throat examination] (date unknown): no explanation found for the events quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new events hand eczema, asthenia & memory disorder, added. Essure removal date updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of device allergy ("allergy to essure component") and salpingitis ("the analysis found slight lesions of chronic salpingitis") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of chronic eczema (slight to moderate chronic eczema (hands)), elective abortion, parity 3 (vaginal deliveries), multigravida and appendicectomy. The patient had a family history of diabetes (mother) and cancer (mother cancer (lung, bones, digestive)). Concurrent conditions were listed as menopause since march 2018, arthralgia, myalgia, hyperthyroidism, tiredness and stress urinary incontinence. Concomitant products included neomercazole (carbimazole), levothyrox (levothyroxine sodium), xanax (alprazolam) and luteran (chlormadinone acetate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2033 days after essure insertion, she experienced dermatitis allergic ("slight to moderate chronic eczema of hands, allergy with nickel"). On unknown date she experienced device allergy (seriousness criteria medically important and intervention required), salpingitis (seriousness criterion medically important), pain ("she felt pain in her flesh"), depression ("intensified depression"), epistaxis ("nose bleeding when she woke up"), arthralgia ("atrocious joint pain"), fatigue ("strong fatigue when she woke up"), a first episode of memory impairment ("memory disorders"), disturbance in attention ("significant concentration difficulties"), hyperthyroidism ("hyperthyroidism "), asthenia ("asthenia") and a second episode of memory impairment ("memory disorders"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device allergy, pain, depression, epistaxis, arthralgia, fatigue and disturbance in attention had resolved and the asthenia had not resolved. The outcomes for dermatitis allergic and hyperthyroidism were unknown. The reporter considered arthralgia, asthenia, depression, dermatitis allergic, device allergy, disturbance in attention, epistaxis, fatigue, hyperthyroidism, the first episode of memory impairment, the second episode of memory impairment, pain and salpingitis to be related to essure administration. The reporter commented: with 2 visible coils on the right side and 3 visible coils on the left side. He link between the patient¿s symptoms and essure or a pathology was not established by any physician discrepancy noted in essure insertion date on (B)(6) 2012. In (B)(6) 2018, improvement of symptoms since essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: positive with nickel (test ++ after 72 hours) [blood test] on (B)(6) 2018: no explanation found for the fatigue [ear, nose and throat examination] on (B)(6) 2018: no explanation found for the events [smear cervix] on (B)(6) 2012: no malignancy; on (B)(6) 2014: no malignancy; on (B)(6) 2014: no malignancy; in 2016: no malignancy; on (B)(6) 2017: no malignancy; on (B)(6) 2018: no malignancy; on (B)(6) 2020: no malignancy. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 21-may-2024: new event salpingitis added. Lab data added. Patients family history, medical history added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) allergy to essure component [device allergy] , the analysis found slight lesions of chronic salpingitis [salpingitis] , she felt pain in her flesh [general body pain] , intensified depression [depression worsened] , nose bleeding when she woke up [nose bleed] , atrocious joint pain [joint pain] , strong fatigue when she woke up [fatigue] , memory disorders [memory disturbance] , significant concentration difficulties [concentration impairment] , slight to moderate chronic eczema of hands, allergy with nickel [allergic eczema] , hyperthyroidism [hyperthyroidism] , asthenia [asthenia] , memory disorders [memory disturbance] , dizziness [dizziness] , migraines [migraine] , hair loss [hair loss] , diffuse pain [diffuse pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device allergy ("allergy to essure component") and salpingitis ("the analysis found slight lesions of chronic salpingitis") in a 51-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of hyperthyroidism, chronic eczema (slight to moderate chronic eczema (hands)), elective abortion, parity 3 (vaginal deliveries), multigravida and appendicectomy. The patient had a family history of diabetes (mother) and cancer (mother cancer (lung, bones, digestive). Concurrent conditions were listed as menopause since (B)(6) 2018, arthralgia, myalgia, hyperthyroidism, tiredness and stress urinary incontinence. Concomitant products included neomercazole (carbimazole), levothyrox (levothyroxine sodium), xanax (alprazolam) and luteran (chlormadinone acetate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2033 days after essure insertion, she experienced dermatitis allergic ("slight to moderate chronic eczema of hands, allergy with nickel"). Essure was removed on (B)(6) 2018. On unknown date she experienced device allergy (seriousness criteria medically important and intervention required), salpingitis (seriousness criterion medically important), general body pain ("she felt pain in her flesh"), depression ("intensified depression"), epistaxis ("nose bleeding when she woke up"), arthralgia ("atrocious joint pain"), fatigue ("strong fatigue when she woke up"), a first episode of memory impairment ("memory disorders"), disturbance in attention ("significant concentration difficulties"), hyperthyroidism ("hyperthyroidism "), asthenia ("asthenia"), a second episode of memory impairment ("memory disorders"), dizziness ("dizziness"), migraine ("migraines"), alopecia ("hair loss") and diffuse pain ("diffuse pain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the alopecia and diffuse pain were resolving, the device allergy, general body pain, depression, epistaxis, arthralgia, fatigue and disturbance in attention had resolved and the asthenia, dizziness and migraine had not resolved. The outcomes for dermatitis allergic and hyperthyroidism were unknown. The reporter considered alopecia, arthralgia, asthenia, depression, dermatitis allergic, device allergy, disturbance in attention, dizziness, epistaxis, fatigue, hyperthyroidism, the first episode of memory impairment, the second episode of memory impairment, migraine, general body pain, diffuse pain and salpingitis to be related to essure administration. The reporter commented: with 2 visible coils on the right side and 3 visible coils on the left side. He link between the patient¿s symptoms and essure or a pathology was not established by any physician. Discrepancy noted in essure insertion date (B)(6) 2012. In (B)(6) 2018, improvement of symptoms since essure removal. Statement from lawyers dated (B)(6) 2025: the chronology between the insertion of essure and the occurrence of patient¿s disorders together with the improvement of these disorders after the removal of essure was insufficient to demonstrate a causal relationship. There was no medical record about the patient¿s health status after the removal of essure (some disorders were persistent after the removal of essure). Statement from compensation office dated (B)(6) 2025: no direct, certain, exclusive link between patient¿s disorders and essure. The temporal link between the insertion of essure and their removal was not formally established and was declarative without any medical evidence. There could be a causal link between alleged disorders and essure implants, according to expert. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: positive with nickel (test ++ after 72 hours) [blood test] on (B)(6) 2018: no explanation found for the fatigue [ear, nose and throat examination] on (B)(6) 2018: no explanation found for the events [investigation] (date unknown): only small trace remained of 10 mm peri-umbilical trocar inserted during the 2018 laparoscopy [pathology test] on (B)(6) 2018: chronic salpingitis lesions related to the presence of implants. [Smear cervix] on (B)(6) 2012: no malignancy; on (B)(6) 2014: no malignancy; on (B)(6) 2014: no malignancy; in 2016: no malignancy; on (B)(6) 2017: no malignancy; on (B)(6) 2018: no malignancy; on (B)(6) 2020: no malignancy. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2019 for the following meddra pt (excluding this case): device allergy: 26 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-sep-2025: medical record received. New event dizziness, migraines, diffuse pain & alopecia were added. Medical history added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Allergy to essure component [device allergy]. The analysis found slight lesions of chronic salpingitis [salpingitis], she felt pain in her flesh [general body pain], intensified depression [depression worsened], nose bleeding when she woke up [nosebleed], atrocious joint pain [joint pain], strong fatigue when she woke up [fatigue], memory disorders [memory disturbance], significant concentration difficulties [concentration impairment], slight to moderate chronic eczema of hands, allergy with nickel [allergic eczema], hyperthyroidism [hyperthyroidism], asthenia [asthenia], memory disorders [memory disturbance], dizziness [dizziness], migraines [migraine], hair loss [hair loss], diffuse pain [diffuse pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device allergy ("allergy to essure component") and salpingitis ("the analysis found slight lesions of chronic salpingitis") in a 51-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of hyperthyroidism, chronic eczema (slight to moderate chronic eczema (hands)), elective abortion, parity 3 (vaginal deliveries), multigravida and appendicectomy. The patient had a family history of diabetes (mother) and cancer (mother cancer (lung, bones, digestive)). Concurrent conditions were listed as menopause since (B)(6) 2018, arthralgia, myalgia, hyperthyroidism, tiredness and stress urinary incontinence. Concomitant products included neomercazole (carbimazole), levothyrox (levothyroxine sodium), xanax (alprazolam) and luteran (chlormadinone acetate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2033 days after essure insertion, she experienced dermatitis allergic ("slight to moderate chronic eczema of hands, allergy with nickel"). Essure was removed on (B)(6) 2018. On unknown date she experienced device allergy (seriousness criteria medically important and intervention required), salpingitis (seriousness criterion medically important), general body pain ("she felt pain in her flesh"), depression ("intensified depression"), epistaxis ("nose bleeding when she woke up"), arthralgia ("atrocious joint pain"), fatigue ("strong fatigue when she woke up"), a first episode of memory impairment ("memory disorders"), disturbance in attention ("significant concentration difficulties"), hyperthyroidism ("hyperthyroidism "), asthenia ("asthenia"), a second episode of memory impairment ("memory disorders"), dizziness ("dizziness"), migraine ("migraines"), alopecia ("hair loss") and diffuse pain ("diffuse pain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the alopecia and diffuse pain were resolving, the device allergy, general body pain, depression, epistaxis, arthralgia, fatigue and disturbance in attention had resolved and the asthenia, dizziness and migraine had not resolved. The outcomes for dermatitis allergic and hyperthyroidism were unknown. The reporter considered alopecia, arthralgia, asthenia, depression, dermatitis allergic, device allergy, disturbance in attention, dizziness, epistaxis, fatigue, hyperthyroidism, the first episode of memory impairment, the second episode of memory impairment, migraine, general body pain, diffuse pain and salpingitis to be related to essure administration. The reporter commented: with 2 visible coils on the right side and 3 visible coils on the left side. He link between the patient¿s symptoms and essure or a pathology was not established by any physician. Discrepancy noted in essure insertion date (B)(6) 2012. In (B)(6) 2018, improvement of symptoms since essure removal. Statement from lawyers dated 15 sept 2025: the chronology between the insertion of essure and the occurrence of patient¿s disorders together with the improvement of these disorders after the removal of essure was insufficient to demonstrate a causal relationship. There was no medical record about the patient¿s health status after the removal of essure (some disorders were persistent after the removal of essure). Statement from compensation office dated 15 sept 2025: no direct, certain, exclusive link between patient¿s disorders and essure. The temporal link between the insertion of essure and their removal was not formally established and was declarative without any medical evidence. There could be a causal link between alleged disorders and essure implants, according to expert. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: positive with nickel (test ++ after 72 hours) [blood test] on (B)(6) 2018: no explanation found for the fatigue [ear, nose and throat examination] on (B)(6) 2018: no explanation found for the events [investigation] (date unknown): only small trace remained of 10 mm peri-umbilical trocar inserted during the 2018 laparoscopy [pathology test] on (B)(6) 2018: chronic salpingitis lesions related to the presence of implants. [Smear cervix] on (B)(6) 2012: no malignancy; on (B)(6) 2014: no malignancy; on (B)(6) 2014: no malignancy; in 2016: no malignancy; on (B)(6) 2017: no malignancy; on (B)(6) 2018: no malignancy; on (B)(6) 2020: no malignancy. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2019 for the following meddra pt (excluding this case): device allergy: 26 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 30-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.